Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported pump error 23(post-reset ram crc alarm), had a depleted battery for an extended period of time. The customer reported blood glucose value of 455 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1884, mmt-332a, mmt-397a, mmt-7040a. Troubleshooting was performed. The customer was able to clear the alarm and rewind the pump. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a, mmt-397a, mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat at 0.0869 inches. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 3.0 received the lowbatteryalert (104) on 06/20/2025 17:42:00 after more than 7 days at 17.87 days. Battery cycle 2.0 received the lowbatteryalert (104) on 06/02/2025 11:10:00 after more than 7 days at 18.51 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No unexpected pump error 23 noted during testing. Aa battery was taken out the pump and no unexpected pump error 23 alarms noted before the 10 min mark. However, pump error 23 was in the pump history/trace files on 06/21/2025 at 03:55:04.000 and 03:55:21.000. The pump history file lists data from 05/03/2025 to 06/30/2025. Unable to verify bolus daily delivery total or basal daily delivery total on the event date of 07/07/2025 due to no data available in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor, internal battery and vibrator assembly noted. The p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was not confirmed. Unexpected pump error 23 alarms not confirmed during testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.